Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of mw5163424 received through the FDA medwatch program stating "patient stated the adapters don't work and the hizentra pfs shot out of the pump. No further information provided, unknown if device on hand for possible return." No adverse events were reported to have occurred as a result of this event. A good faith effort was sent to the initial reporter on 02-jan-2025 for additional information. A response was received providing patient information and the serial number of the pump involved. The pump listed in this report has not been received by koru medical. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.